Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035av drug coated balloon which was loaded along with an unknown guide wire was returned for evaluation. On the visual evaluation, bunching of catheter shaft lumen was noted near the distal end of the hub and the unknown guide was loaded into the catheter. No other anomalies were observed. On functional testing, an attempt to remove the loaded guidewire from the device, but it was unsuccessful. Furthermore, the in-house presto inflation was used to inflate the balloon from 8 atm to 12 atm, but the balloon was unable to inflate. No other functional testing. As during the visual evaluation, the catheter shaft lumen at the catheter hub was noted to be bunched and during the functional testing, the loaded guide wire was unable to remove and further the device was unable to inflate. Hence, the investigation is confirmed for both reported inflation issue and identified bunched catheter lumen and guide wire removal difficulty. During the sample evaluation, the catheter lumen near to the hub was noted to be bunched, which might contribute to the reported inflation issue. A definitive root cause for the reported inflation issues and identified bunched catheter lumen, and guide wire removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty in the subclavian vein via the arteriovenous fistula access, the drug-coated balloon allegedly failed to inflate. The procedure was completed using another device. There was no reported patient injury.